Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens had a refractive surprise. The icl remains implanted. The patient's current post-op best-corrected visual acuity was 20/30.

Manufacturer narrative:
Method (process evaluation): device history record review. Results (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was likely to have contributed to the complaint. As reported on the medical review the cause for the complaint was due to the fact that the lens was not implanted in accordance with the dfu requirements. Conclusion (unable to confirm complaint): based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event date: unk. Explant date: na. (B)(4) - (refractive surprise). Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -16.50/+3.00/75 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens had a refractive surprise. The patient's post-op best-corrected visual acuity was 20/30.the lens was explanted later in 2014. Explanted date: 2014. Device evaluation: the device was returned dry in a lens case/vial . Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specification. Functional inspection found the lens to be within specifications. (B)(4). As per dfu for this lens model, vticls are contraindicated for patients with a pre-existing keratoconus eye. (B)(4).